Event description:
It was reported that the insulin pump is alarming during the prime process. The blood glucose reading is 146 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.